Event description:
It was reported by the clinician that in the middle of the catheter advancement, a member of the staff checked blood regurgitation from the catheter and removed it. At that time, a small amount of blood was in the balloon. The reporter stated, "I have gotten the catheter, and could see the dried blood in the balloon and tested whether the balloon was intact or not. The balloon was intact just at first, but its size diminished within 1 min."

Manufacturer narrative:
(B)(4) follow-up report will be filed if additional info becomes available.